Manufacturer narrative:
The device will not be returned for evaluation. If additional information becomes available, it will be provided on a supplemental report. The device will not be returned for evaluation.

Event description:
It was reported that it was noticed during x-rays that the anchorage plates had broken while implanted. It was reported that the surgeon performed a bilateral operation six weeks previously and although the plates had broken, both joints had fused successfully and the patient was happy with the results. It was reported that the surgical procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.